Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported not feeling good for two years and there was "a bad connection" with the device, "so the device was not working right". Upon follow-up, the hcp indicated the lead had high impedance that triggered patient alert tones. It was suspected the rv sensing portion of the lead may be broken and it was replaced. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.